Event description:
Upon receiving additional information of the reported event, it was determined this product was reported under 0001822565-2023-00832. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined this product was reported under 0001822565-2023-00832. The initial report should be voided.

Event description:
It was reported that the shims were missing bearings. This was noticed after surgery. There was no known patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00819, 0001822565-2023-00820, 0001822565-2023-00821, 0001822565-2023-00822, 0001822565-2023-00823, 0001822565-2023-00824.